Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer was working outside and was sweating pretty heavily when the alarm occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer agreed to accept the loaner pump but declined to return the pump.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad. No display anomaly was noted. No moisture damage was noted to the electronic assembly. The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.